Event description:
It was reported that after the device was implanted the wound has not healed well. The specific cause of the infection is not clear. A complete set of removal and debridement was performed on (B)(6) 2021, and a new device was implanted on the right. The patient's wound was healed well. The patient is stable. Related manufacturer reference number: 2017865-2021-11358.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).